Event description:
It was reported that an asymptomatic patient presented in clinic on (B)(6) 2021 for follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave over-sensing on ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was in stable condition.